Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: four months after treatment for an open distal radius and ulna fracture the patients pain was reported to be getting worse. A control x- ray revealed a plate rupture and underlying pseudarthrosis was revealed from a CT scan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported only as 1963. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the complaint handling unit of synthes sent one broken plate made of pure titanium and one screw made of titanium alloy for failure analysis. The plate broke through the two columns with the holes for the kirschner wires. The investigation included the inspection of the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces (proximal fragment) of the plate and the screw head were investigated by scanning electron microscopy (sem). The golden anodized plate is made of ticp (commercially pure titanium, grade 4). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of ticp. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width was 7.48 mm and the thickness 2.0 mm. The measurements were taken at the plate shaft. A secondary crack was observed in the left column (top view) of the plate* near the fracture site. When examining the fracture surfaces (proximal fragment) of the plate using sem, the initial fracture areas and the fracture behavior were identified. Multiple cracks started at the upper side of the plate at the transitions to the holes for the kirschner wires on both sides and ran into the material. After breaking, the two fragments rubbed against each other causing few destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces mainly showed structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and macroscopic examination showed that the implants failed because of fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to multiple cracks (screw only one crack observed) and subsequently to fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.